Event description:
A malfunction alarm was reported by the customer with a malfunction code "malf 0" and a fault ID of 0x277d. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issue recurs.